Manufacturer narrative:
. E3: occupation: rt the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the doctor did not feel a secure click upon locking the angio-seal device into the set position. He felt uneasy with the position at this point and withdrew the system and held manual pressure. The patient was stable. The user did not have difficulty in inserting the locator into the hub. There was audible click on mating. There was tactile feedback after mating. The user was unable to mate the locator with the hub after many tries. The user attempted to mate the locator and hub once. The locator did not separate after mating with the hub. The locator was not loose and stayed in place. Upon follow up, patient had no issues. The procedure sheath size that was used was 6fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There was a pre-deployment angiogram performed. The procedure performed prior to the use of the angio-seal was a gi bleed. There was no blood loss.